Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that for the past couple months they have been finding that their implant battery has to be recharged a lot sooner than it did right after it was put in. Caller stated the battery will only last 6-7 days when it used to last over 10 days. Caller added that they could almost go 2 weeks without recharging the implant. Caller noted they have not made any adjustments to their programs. The patient was redirected to their healthcare provider to further address the issue.